Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (331 mg/dl). Correction boluses were delivered to treat elevated bg level. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change the infusion site. Contact declined stating that bg level was beginning to decrease (265 mg/dl). Follow up with contact on (B)(6) 2015 confirmed that bg level was "under control".